Event description:
The customer reported that it was hard to remove the instrument from tissue after use. The surgeon pulled the instrument and some tissues were slightly torn.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.